Manufacturer narrative:
The customer's address is unknown:  (B)(6) USA has been used as a default.  Investigation summary: it was reported that a quantity of nine units were found to have illegible identifying information on the packaging. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows three packaging blister top webs with portions illegible printing on the top webs. This defect could occur if the printer became clogged inducing the illegible printing. A device history record review was completed for provided material number 309653, lot number 1145475. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the printer was performed. Settings were correct and cleanliness was acceptable. To prevent clogging of the printer, a print doctor device was implemented to keep the printing heads clean and unclogged. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H.6 investigation conclusion: we will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that the printer got clogged , inducing the illegible printing. Verification of the printer was performed. Settings were correct. Cleaning was good. To prevent the clogging a print dr. Device was implemented to keep the printing heads clean and with no clogging.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced illegible labelling. The following information was provided by the initial reporter: on (B)(4) 2021 during labeling and inspection activities, it was noticed that a quantity of nine units (9 oea) of syringe, luerloktip, 60ml sterile were found to have illegible identifying information on the packaging.